Event description:
During the attempt to recapture the top cap, the grey positioner caught on the suprarenal stent and pulled the graft downward a few centimeters. Although the post angiogram did not show any evidence of a proximal endoleak, the physician elected to deploy a main body extension proximal to the main body graft and extend the sealing site, providing more coverage in the event of a change in the aneurysm. Main body extension was deployed, overlapping the main body graft, and achieving coverage of the aorta. No endoleaks were noted during the procedure.